Event description:
During an atrial fibrillation procedure stimulatation of the pts ventricle at 88ms while ablating. This stimulated the patients heart with conduction of the ventrical of around 260ms. This happened on three occasions and each burn was stopped after 7 seconds. The pt has shown no adverse reaction.